Manufacturer narrative:
The 510 (k) # is k053529. The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. (Lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/ contacted lfs on (B)(6) 2011 alleging a battery indicator on their one touch ultra2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that the alleged issue with the meter began sometime in early (B)(6). Approximately 2-3 weeks after the alleged issue began, the patient developed symptoms of "low glucose". The patient did not seek any medical attention or contact their physician for assistance. There is no information on what exact symptoms the patient had experienced or how long symptoms lasted. This was not the first time the product was being used. There was no misuse of the product. The batteries needed to be replaced; however, the patient did not have any replacement batteries to troubleshoot over the phone. The product was replaced. It would have been helpful to know the readings prior to the event, the patient's diabetes regimen and whether the patient continued to take their diabetes medication on a regular basis. The product was replaced. The complaint is being reported since the patient alleged that due to the battery indicator the patient was unable to test and later developed symptoms suggestive of a serious injury.